Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial # (B)(4), product type: recharger. Product ID: 97740, serial # (B)(4), product type: programmer. Patient product ID: 977a260, serial # (B)(4), product type: lead. Product ID: 977a260, serial # (B)(4), implanted:(B)(6) 2013. (B)(4).

Event description:
It was reported the patient was having recharging issues, and felt the implantable neurostimulator (ins) was draining quicker than normal. It was reported the usage was 1%. It was reported there was a 4 hour recharge session on sunday, but it was not noted on the clinician programmer or recharger (insr) stats. Additional information received reported all impedances were normal, including group an impedances taken while palpating /manipulating the device pocket. The patient has been advised to log recharging. A follow up appointment was scheduled for early april.